Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual and microscopic inspection noted that the main coil was returned for this complaint. The pusher wire and introducer sheath were not returned for this complaint. The coil was returned stretched in middle of the core near to interlocking arm and zap tip. No more damages were found in the device. The zap tip of the main coil has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The dimensional inspection of the main coil revealed that the maximum outer diameter (od) zap tip and primary coil (od) were within its specification, however some of the fiber bundles were missing.

Event description:
Reportable based on device analysis completed on 05feb2020. It was reported that the coil was stuck inside the microcatheter. The target lesion was located in the moderately tortuous and mildly calcified iliac artery vein arteriovenous fistula. A 3mm x 12cm interlock coil was selected for use in a vascular embolization. During the procedure, it was noted that the coil was stuck inside the microcatheter. The arm of the coil was connected during preparation with the introducer sheath fit in the hub during coil insertion. During advancement, the delivery wire was not rotated more than once with the twist lock completely opened. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed missing fiber bundle.